Event description:
It was reported that the table locks was not actuating, causing to the tabletop to unexpectedly move in both longitudinal and lateral directions without resistance (free float). There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
Ge field engineer (fe) evaluated the system and found that front panel of the table was loose on one side due to a missing screw. As a result, the panel contacted the pedal, which signals the table locks to disengage. The fe reattached the front panel with a new screw. The table locks were found to be performing as expected.